Manufacturer narrative:
(B)(4). This complaint is for a report of a use error for a system error 2240 during dwell stage (3/5), where the home patient stated they found an unused supply line clamp that was open. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. The guide warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three of five. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, an open clamp was observed on an unused supply line. There was no patient injury or medical intervention in association with this report. No additional information is available.